Manufacturer narrative:
Batch review performed on 14 january 2021: lot 2007640: (B)(4) items manufactured and released on 27- nov-2020. Expiration date: 2025-nov-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar events.

Event description:
3 weeks after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the medacta head and competitor liner. The surgery was completed successfully. The patient was implanted with a competitor cup and liner and a medacta stem and head during the primary surgery on (B)(6) 2021.